Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified the weight was to specification, a crease fold, deformation, and yellow particles on the surface. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Additional information provided reports right side pain.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma and rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side "radial folds," ¿late formation seroma, swelling," and rupture. The device remains implanted.